Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. The patient was not pacemaker dependent and thus was monitored. The lead was later capped during a normal device replacement procedure. No adverse patient effects were reported.